Event description:
A customer reported that a flogard infusion pump "cannot turn on." There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The customer reported problem of "the device cannot turn on" was verified during the sample evaluation. The alarm log could not be reviewed as the device was found inoperative. The root cause of the power issue was determined to be an inoperative main battery. The main battery was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.